Manufacturer narrative:
Tracking #.50015. Ees #.981452/j. Endopath dilating tip trocar: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported during a laparoscopic appendectomy the surgeon tried arming 511sd several times. It seemed to stay armed. While inserting rep observed the surgeon having unusual amount of resistance. Surgeon was asked to rearm trocar, which was done. Surgeon continued to encounter a significant amount of reisistance. On the tv screen outline of the shield was observed through the posterior side of the abdominal wall. The lack of shield retraction was evident and the surgeon removed and replaced this trocar. There was no consequence to the pt.